Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of weakness and not feeling well with lower back and abdominal pain with subsequent diagnosis of peritonitis with hospitalization. However, there is no documentation in the complaint file that shows a causal relationship between the event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a product malfunction, deficiency or defect reported for this event. All pd patients are at increased risk of infection due to a compromised immune system and the dialysis techniques which increase the risk of microbial contamination. The majority of pd related peritonitis is caused by a breach in aseptic technique by the patient as they are handling the pd catheter connections or the pd catheter itself. Although the organism is unknown and the cause has not been confirmed, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis based on the available information and no allegation of a malfunction, deficiency or defect for this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A female patient on peritoneal dialysis (pd) reported being admitted to the hospital and diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic with weakness and not feeling well with lower back and abdominal pain. The patient stated they were also feeling full and uncomfortable after their last bag of icodextrin. The patient had a scheduled appointment with their physician after the clinic visit. The patient was sent from the doctor appointment to the emergency room (ER). The patient was diagnosed with peritonitis and admitted to the hospital. The pd effluent culture results were not available. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1.5mg daily. The patient was discharged after five days. The cause of the peritonitis is unknown, but no cassette leak or other product issue was reported. The patient¿s reported drain complications were due to the peritonitis. The patient is currently continuing to complete pd therapy on the liberty select cycler with no reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.